Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer's doctor stated that they treated low blood glucose with glucose tablets. The product was not returned for analysis.